Event description:
As reported in the complaint: increased a pt's replacement on cvvh to 4000 ml/hr. The predilution was at 50%. The pre volume did show up as 2000 ml but the post was 1950 ml. The status screen showed 3900 mls. They then had to set the replacement flow rate at 4100 ml/hr to get 4000 ml on the status screen and the pre volume was 2000 ml and the post was 2050. Numbers do not add up.